Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The physician decided to change the pressure of the balloon to improve the quality of life of the patient. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The physician decided to change the pressure of the balloon to improve the quality of life of the patient. No additional patient complications were reported.